Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. No further information can be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 13736125/13832444.